Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated sodium (na+) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality controls and integrated multisensor technology (imt) calibration were acceptable on the day of the event. Siemens determined there were no process errors for imt but multiple aliquot probe errors. A siemens field service engineer (fse) was dispatched to the customer's site. After inspecting the instrument, the fse noted the discordant result had a low fluid verify readings accompanied by low fluid delta reading's which is an indicator of a fluid flow issue. The fse performed a power flush on the imt system to remove debris that led to the flow issues and performed a dilcheck. Then, the instrument was operational. Quality control was in range and no issues were noted with other patient samples, indicating that the instrument and reagents were performing acceptably. Preanalytical variables or sample specific issues potentially contributed to the discordant, falsely elevated na+ result. No further evaluation of the device is required. The instrument is performing according to specifications.

Event description:
A discordant, falsely elevated sodium (na+) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician. The sample was repeated on an alternate dimension vista instrument. The repeat result was lower than the discordant result. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na+ result.